Event description:
The customer reported that none of the buttons on the device's keypad were functional. The device would not have the ability to deliver defibrillation energy to a patient in this state. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the print key was stuck in the on position. Physio-control replaced the small keypad assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Discussion with physio-control's failure analysis center indicated that the circuitry from the small keypad assembly should not affect the functionality of the large keypad where the on, charge and shock buttons are located. This however could not be confirmed to be the case with this device.

Manufacturer narrative:
Physio-control further evaluated the removed small keypad assembly and determined that the shorted printer button did not affect the critical functionality of the device or the operation of the on, charge and shock buttons. A conclusive root cause of the reported issue could not be determined.